Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of its patient circuit disconnect alarm not working as expected could not be duplicated or confirmed. During the device's evaluation the patient circuit was disconnected several times, and each time the device alarmed as expected. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined.

Event description:
It was reported to ventec that the device's patient circuit disconnect alarm was not working as expected. There was patient use associated with the reported event. The reporter advised that the patient survived the event. There were no reports of patient harm as a result of the reported issue.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001 ¿ section d4, model #, of the initial medwatch report stated: prt-01100-000. Section d4, model #, of the initial medwatch report should have stated: v+o+c+s+n, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).